Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined the instructions for use (IFU) states under product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." The IFU further states: "note: keep end of forceps extending from accessory channel straight at all times. Allowing forceps to hang from accessory channel may cause damage to forceps." "Caution: if forceps fail to close, slowly pull cups against channel opening. Remove endoscope and forceps as a unit, then manually close cups and withdraw forceps from endoscope." "If resistance is met while withdrawing forceps, straighten endoscope tip. Do not apply excessive force when removing forceps, as damage to forceps and/or endoscope may occur." Prior to distribution, all captura pro biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an upper endoscopy, the physician used a cook captura pro¿ biopsy forceps without spike. The customer placed the forceps down the endoscope and after a few biospies, they could not close it. Part of the cups was not functioning to allow actuation of the cups. They could not remove the forceps out of the endoscope. They had to remove the endoscope with the forceps in the channel. They cut the forceps in half while the endoscope was outside of the patient to remove the forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.